Event description:
It was reported that the procedure was to treat an unspecified lesion. The dragonfly optis imaging catheter was advanced to the lesion over a non-abbott guide wire. When the catheter was pulled through the guide wire using the rapid exchange side port, the guide wire bent. A new guide wire was opened and the dragonfly imaging catheter was re-advanced to the lesion and the first reading was performed normally. However, upon removal of the dragonfly from the patient, the same issue occurred again, the guide wire became bent and the tip of the dragonfly became deformed after there was resistance between the devices. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported difficulty removing the catheter and kink appear to be related to operational context. In this case, it is likely that the damage (kink) to the guidewire occurred during the procedure causing the reported kink at the tip of the dragonfly catheter during positioning and resulting in the reported difficulty removing. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.